Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that while the patient was hospitalized on (B)(6) 2021, the patient developed a major infection at the wound site of the cardiac resynchronization therapy (crt) device. Surgical and drug therapy were performed to treat the infection. On (B)(6)2021, the crt generator was removed because of the protracted infection treatment. Bradycardia caused by sick sinus syndrome was observed, which resulted in the implant of a leadless pacemaker on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and cardiac arrhythmia could not be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and the reported infection and arrhythmia could not be conclusively determined through this investigation. The hospital was contacted for additional information and will not provide any additional information related to the event. On (B)(6) 2021, the patient had a severe infection that required the pump to be exchanged (MFR report # 2916596-2021-07603). The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines care instructions in reference to preventing infection, including exit site treatment. The patient handbook contains information about caring for the driveline and preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.